Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) initial result = 112 mmol/l, repeat testing with a fingerstick sample = 148 mmol/l, the original sample was repeated on the alinity and generated a result of 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. Quality controls (qc) were good at the time of incident and after. Cta recommended customer to run precision using qc and run previous cap sample. Customer stated the precision looked good and the proficiency samples results were within range. Customer has not had any discrepant results since then and no further issues were observed. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent for lot number 29262un22 was identified.